Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed itchiness and a rash under the silver mesh of the lifevest. The patient has a history of contact allergies, including nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed diprogenta ointment by a physician. Follow up indicated that the irritation improved.